Event description:
On (B)(6) 2013, patient reported she has experienced hyperglycemia and condensation in the cartridge compartment of the infusion device for the past month. Her blood glucose was 22 mmol/l (396 mg/dl) at 8:00 a.m. And 31 mmol/l (558 mg/dl) at 11:00 a.m. On the day of the report, and her target range is 4-7 mmol/l (72-126 mg/dl). She delivered boluses and injections to treat hyperglycemia. She uses a competitor's infusion set and cartridge, and there were air bubbles in the system at the time of the call. She was sent replacement infusion sets and cartridges, and follow-up was completed on (B)(6) 2013. Her blood glucose was 19 mmol/l (342 mg/dl) that morning, and she planned to change the accessories after the call. Follow-up was completed on (B)(6) 2013, and her blood glucose had increased to "hi" despite changing the competitor's cartridge and infusion set. She reported she would switch to her backup infusion device later that day. Follow-up was completed on (B)(6) 2013, and her blood glucose returned to normal after switching to the backup system. She believes the insulin delivery of the primary infusion device was too low. The infusion device and adapter were replaced and requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy and alarm functions of the insulin pump were tested on the diagnostic test system and both meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The history analysis showed that the customer did not set the date and time correctly. Therefore, the hourly basal rate settings differed from the rates normally applied when the pump has the date/time properly adjusted. All programmed boluses were delivered as programmed by the customer, and all errors and warnings were triggered correctly by the pump and were confirmed by the customer.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.